Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the third firing with blue reload:1/3 of the way through the firing the knife jammed pushing back on the stapler. The knife would not retract upon activation of the 'reverse" button. Re-activation of the firing trigger was successful with complete transection and knife retraction achieved. Upon review of the transected tissue it was noted a tremendous amount of blood with no staple line for 1/3 of the transection. Another transaction was completed without event. Upon examining the reload it was noted there were malformed staples and blue plastic lodged in the knife track/channel. There was blue plastic scraped off the side of the reload next to the knife channel. The patient outcome post-surgery was fine. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54n69. The analysis results showed that one ecr60b cartridge reload was received partially fired 1/3. Upon evaluation, the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional testing could be performed due to the returned condition of the device.